Manufacturer narrative:
The event occurred in (B)(6). (B)(6).

Event description:
Caller reported insulin is leaking through the infusion set cannula. Caller stated that when the patient activates the bolus, insulin leaks. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Late notification letter was not attached to the initial form when submitted.